Event description:
The customer reported that the insulin pump had physical damage. The customer stated that insulin pump had a crack on top right and lower right of the liquid crystal screen. Troubleshooting was done. No blood glucose reading provided. Customer stated the insulin pump may have been dropped. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.